Event description:
It was reported that contact five on the lead was not working. There were no issues when the lead was implanted. The healthcare professional (hcp) implanted the lead twice and they had the same result. A different lead was used and the issue was resolved. No surgical intervention was planned or occurred and the patient was alive with no injury at the time of this report.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative confirmed that the event occurred intra operatively. Troubleshooting was done on the lead; the impedances were tested, the lead was cleaned "many times", and they also tried to change the location. The representative and the doctor did not know why it did not work. No visual defect was noted, and there was no injury or death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type: lead. (B)(4).